Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device needle broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The needle was detached from the suture. A suture fragment was trapped in the barrel of the needle. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device needle broke. Another suture was used to complete the case. There was no patient injury.